Event description:
The initial reporter received questionable elecsys t3 results for one patient tested on a cobas e 411 rack. The initial t3 result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial t3 result was 50 ng/dl. The patient's repeat t3 result was 100 ng/dl. The t3 reagent lot number was 529700 with an expiration date of 30-jun-2022.

Manufacturer narrative:
The field service engineer checked the water quality, reagent bead mixer, and instrument alignment and had acceptable results. He replaced the pinch valve tubing and performed maintenance. He checked the reagent quality and the reagent was ok. He performed precision testing. The investigation is ongoing.

Manufacturer narrative:
The calibration signals were within normal ranges; however, fluctuations were noted. A general reagent problem can be excluded. Fluctuations were also noted in the qc. There were also frequent occurrences of values that were out of range. After service, no further issues were reported by the customer. The cause of the event could not be determined.